Manufacturer narrative:
The pump no button error alarm, blank display or failed battery test alarm noted. The pump had no button response due to flattened dome switch on esc button (creased). Analysis was unable to test the operating currents due to no button response. No moisture damage noted on electronic assembly or on motor.no damage noted on isolation tape on lcd board. The pump had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that they had a blank display and button error alarm. The blood glucose at the time of the incident was 116 mg/dl. The customer wife states the screen went blank after removing the pump. Troubleshooting was performed and the display returned. The history was reviewed and noted a possible bad battery. The customer wife called back with a button error alar. The device will be returned for analysis.